Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine preventative maintenance the indicators on the power module (pm) were not lighting when the pm was plugged in. The power cable was changed, and the issue persisted. The power cable functioned when testing with a different pm on the same outlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module light emitting diode (led) indicators not working was not confirmed. The power module (serial: (B)(6)) was not returned for testing. Provided information from the customer reported a different power cable was used, and the issue persisted. The old power cable was able to operate a different power module without issue. A root cause for the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The reported event of the power module light emitting diode (led) indicators not working was not confirmed. The power module (serial: (B)(6)) was not returned for testing. Provided information from the customer reported a different power cable was used, and the issue persisted. The old power cable was able to operate a different power module without issue. A root cause for the reported event could not be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.